Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and three samples were provided for evaluation. Upon visual inspection of the photographs, it was noted that the one picture showed the label and the second picture showed the spike next to the label. The third photo shows the spike with foreign matter on it. Based on the data from the investigation, the reported defect was confirmed. The exact root cause was unable to be determined. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: brief inquiry description: possible mold in the tubing. Detailed inquiry description: ed department found an IV tubing with what appears to be mold in it. We removed this and all of the same lot# from our shelves. No patient involvement.